Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 30k fsi-sli-10s insert, the insert was getting hot in the hygenists hand; no injury resulted.

Manufacturer narrative:
Insert was tested for water flow and vibration on a g-136 unit ID# (B)(4), exp. Date 02/28/2017. The insert vibration was within specification. The insert water flow was not within specification because distal o-ring leaks. Temperature was checked with a thermometer (ID #(B)(4), exp 06/30/17) and temperature was 106.4 degrees which it's within specification.